Event description:
It was reported that noise was detected on the right ventricular lead. There was also a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488t x 2 competitor implantable pacing leads (B)(6) 2013. (B)(4).